Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. It was also noted that this rv lead exhibited myopotential oversensing during valsalva maneuver done during clinic follow-up. No adverse patient effects were reported. At this time, the physician has elected to reprogram the implantable cardioverter defibrillator (ICD) and will remotely monitor the patient. The ICD and rv lead remain implanted and in service.